Event description:
The MFR was unaware of this incident until receipt of notice of a potential product liability claim by a pt's family. Preliminary information indicates that a premature infant born at the hospital, was treated with trach care closed tracheal suction system. It is alleged that "during the course of one of the patient's suctioning treatments, the suctioning tip of the unit became separated from the body of the device and became lodged in the patient's airway". It was reported that this was not noticed by the hosp staff "for an extended period of time, resulting in a near-disastrous deterioration of the patient's medical condition". No additional information has been made available by the hospital.